Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report

Event description:
It was reported that device repeatedly alarms for disconnection and oxygen supply failure. On reviewing the device logs, it was noticed that device also failed 'flow sensor calibration' and 'leak test' multiple times before it finally passed the tests. Also, the device intermittently alarmed for 'external flow sensor failed' and 'check flow sensor tubing' during ventilation on multiple occasions. Due to the description, impact on the patient state of health cannot be excluded. In the present case, there was no indication for patient harm.

Manufacturer narrative:
Investigation outcome: it was reported that device repeatedly alarms for disconnection and oxygen supply failure. On reviewing the device logs, it was noticed that device also failed 'flow sensor calibration' and 'leak test' multiple times before it finally passed the tests. Also, the device intermittently alarmed for 'external flow sensor failed' and 'check flow sensor tubing' during ventilation on multiple occasions. Despite multiple attempts to clarify the event, no further information has been received. Therefore, no final statement can be made conerning the cause of the reported issue. This case is considered closed. If at a later point in time further information is received, a follow-up report will be submitted.